Event description:
This pt presented to the following physician with a wound hematoma. As of (B)(6) 2011, the physician considered this hematoma resolved. There is no indication of any invasive intervention and all records indicate this device remains actively implanted. Should additional info become available, this event will be updated.